Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a blood glucose of hi on the meter (over 33.3 mmol/l) with symptoms of large ketones, blurred vision, extreme drowsiness, and extreme thirst. The reporter indicated that the pump advanced bolus feature did not appear to be calculating the boluses correctly. This report is made based on the allegation that he patient experienced hyperglycemia related to a pump bolus calculation issue.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/03/2014 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. The pump was exercised for 24 hours without any issues or alarms. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. An ezbg and an ezcarb bolus were calculated and the pump was found to be performing the calculations correctly. No delivery related defects were found during testing.